Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there were issues with two mynx grip vascular closure devices (vcd)s in the same patient. During preparation, one device balloon was observed leaking and another device sealant was exposed; both devices were not used. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use, with no device or package damage noted prior to use. The issue was identified during preparation. The deployer was trained. The device is being returned for evaluation.